Event description:
During an intravenous line (IV) placement, a bd insyte autoguard bc shielded IV catheter experienced a malfunction at the tip of the catheter. This caused the tip to mushroom out and prevented the IV from fully entering the patient site. There was no harm to the patient, however, there was a delay in medication administration. Manufacturer response for catheter,intravascular,therapeutic,short-term less than 30 days, bd insyte autoguard (per site reporter), supply chain has contacted the vendor for potential return and still awaiting a response.